Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was an end of service (eos). Therapy was not working and an eos message appeared on both the programmer and recharger. There was no allegation or dissatisfaction with implantable neurostimulator (ins) longevity. The patient's back was "killing him" and there was a return of pain. The patient wanted it removed and it was "freaking me out" to have the system still implanted if it was not working. It was a hindrance to his life and prevented him from getting an MRI for his prostate cancer, which was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.